Manufacturer narrative:
After battery installation, the unit powered up with a partial display. The right 2/3s of the lcd screen was white making it impossible to read the menus. After further review, the circuitry located on both sides of the lcd controller is cracked. Unable to perform displacement test due to the cracked circuitry. Did not note any cracks in or around the reservoir tube lip, or in the retainer ring. Furthermore, the retainer ring is firmly attached to the reservoir tube lip. In addition to this, did not note any cracks in the battery tube or in the battery threads. Inserted a test p-cap into the retainer ring, and it locked in place properly. (B)(4).

Event description:
Information received by medtronic indicated that there was large damaged on insulin pump screen. Customer stated the insulin pump had cosmetic damage. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.